Event description:
It was reported the device was removed due to a charge circuit problem resulting in a 2.2 joule shock while the intended shock was set for 35 joules. It was also reported the lead was replaced due to suspected conductor short or insulation breach. No patient complications were reported as a result of this event. Additional information received indicated both the lead and device had exhibited low impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported the device was removed due to a charge circuit problem resulting in a 2.2 joule shock while the intended shock was set for 35 joules. It was also reported the lead was replaced due to suspected conductor short or insulation breach. No patient complications were reported as a result of this event. Additional information received indicated both the lead and device had exhibited low impedances. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications charge, failure to impedance, low.